Event description:
It was reported that the ilet displayed prompts to connect a cgm or enter a blood glucose, and attempts to start a sensor resulted in invalid code errors due to the device being set to dexcom g6 while the user had a dexcom g7; after switching to g7 and entering the pairing code, the sensor connected and glucose values populated on the ilet. Symptoms included hyperglycemia with a reported peak of 236 mg/dl and time above range for about four hours, without ketone testing or medical intervention. Outcomes included transient loss of cgm integration and elevated glucose without clinical sequelae. Investigation included customer education and stepwise troubleshooting to correct the cgm type selection and complete pairing, as well as review of a transient occlusion alert that did not recur. Investigation of this case revealed a use-related pairing error associated with incorrect sensor type selection and an isolated insulin occlusion alarm that resolved without further alerts. It was concluded, based on previously established findings for similar reports, that the cause was user setup error for cgm pairing, with no confirmed device malfunction and no confirmed occlusion after monitoring.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.